Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: the customer's observation was not replicated in-house with retention products. Retention devices were tested with in-house clinical hcg negative urine samples as well as low concentration hcg urine samples (3miu/ml). All results were negative at read time and met qc specifications. No false positive results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. The root cause could not be determined based on the information provided.

Event description:
It was reported that on (B)(6) 2017, the patient's urine was tested on the henry schein hcg urine cassette and received a positive result. A blood hcg was ordered and came back with a result of 0 miu/ml. The result was considered a positive pregnancy test and removal of the patients iud was advised. Removal of the iud was not done due to missing iud strings. An ultrasound was ordered for the iud placement or missing iud. No further information was provided.